Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), oversensing associated with the right ventricular (rv) lead and the unexpected delivery of a ventricular tachyarrhythmia therapy. It was noted there were 23 non-sustained ventricular tachycardia episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2016, 639 ventricular sics since last session 4.7 hours ago and six inappropriate shocks delivered on (B)(6) 2016 due to non-physiologic oversensing.

Event description:
It was reported that the patient received several inappropriate shocks after falling of their bike and it was noted the device exhibited a power on reset (por) after the fall> it was noted there was a suspected lead fracture, along with elevated sensing integrity counter (sic) observed. The device and lead remain in use and are scheduled to be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.